Event description:
On july 8, 2008 tyco healthcare/kendall was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient had contaminated heparin administered to flush her implantable port causing serious and lasting injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.